Event description:
During a percutaneous transluminal angioplasty to the dialysis shunt a balloon rupture occurred. There were no anomalies noted during product inspection or when prepping device. There was no calcification or vessel tortuosity present. An indeflator was used for inflating balloon however the report indicated that at about 10atm the balloon ruptured. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. There was no adverse consequence to the pt. This product will be returned for evaluation and testing.